Event description:
The patient reported she is experiencing uncomfortable pain at the ipg site. The patient is to meet with an sjm representative as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.